Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a literature article that a dual-chamber accent dr rf pacemaker had firmware update issues. Upon attempted interrogation, the pacemaker received error codes due to not being updated with the new firmware 23.1.1 patch. A software patch was provided, and it allowed the device to be interrogated properly. The patient condition was unknown.